Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier is unknown because the lot and part number were not provided during processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured lead. Investigation was unable to determine further details.